Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep reloaded the software, and performed a node test. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would not boot up. No pt injury was reported.